Event description:
Reportedly, a patient undergoing a therapeutic plasma exchange on (B) (6) 2010 exhibited neurological symptoms and the stroke team was notified. The customer did not report it to caridianbct because they did not think that the spectra machine or disposable were related to the neurological symptoms. The customer used the same spectra machine and additional spectra disposables on three other patients on (B) (6), 2010 without incident. They believed the issue was related to clotting and the patient's antiphospholipid syndrome. On (B) (6), 2010, when he learned of the event, the caridianbct service rep reported to caridianbct that a patient had experienced neurological symptoms. The nurse reported that there were no problems with flow or blood returns during the procedure and that the nurse stated that she did not feel that the neurological event was device related. On (B) (6), 2010, the customer requested an alarm history on the device and indicated that a CT scan had indicated an air embolism in the patient's brain. As a result of that inquiry, caridianbct made a decision to file this report.

Manufacturer narrative:
In reviewing the alarm history for the device in question, it was noted that the only alarm on the procedure in question was "air in inlet chamber." It occurred during the first minute of the procedure. This alarm cannot be related to the patient receiving air from the spectra system. This alarm sounds if there is not enough fluid detected by the inlet air detector, which is located at the inlet air chamber. This alarm indicates that fluid was not being drawn into the disposable as quickly as expected or that air was present within the fluid (foam) at the inlet air chamber. In either case, air in the inlet chamber would be directed to the waste bag or, in certain circumstances, to the centrifuge. Air would be caught upon exiting the centrifuge in the return air chamber. Air cannot proceed from the return air chamber to the return line without additional alarm(s). The alarm history indicates that additional alarms did not occur. The return air detector is a redundantly monitored sensor and the successful "machine checkout" performed by the service rep onsite indicates that the return air detector was functioning properly. The customer is investigating catheter placement and operator set-up for potential for air embolims as a part of the internal investigation. The spectra essentials guide cautions users, "the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient." (Cobe, 2008). No corrective or other preventive actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by manufacturing or engineering.